Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned, however, isi did not receive the RMA to confirm/identify the failure mode as the customer reported that the universal seal accessory was disposed. A review of the provided images was performed by an isi failure analysis engineer (fae), and the following additional information was provided: the images provided exhibit a universal seal with a broken luer fitting. The probable root cause cannot be determined based on the information provided. Although the image review confirmed the reported issue, it was unable to be replicated since the product was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the luer type attachment broke off the universal seal accessory. The insufflation tubing was connected to the outside da vinci arm, and no insufflation or co2 sounds were noted during the procedure. Additionally, the luer attachment was observed to be broken and stuck inside the co2 tubing. The broken attachment was removed from the tubing and the tubing connected to a different cannula seal. The customer suspected that due to the tubing being connected, it "dragged" or was resistant against either the patient or another da vinci arm, which put tension on the connection. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the loss of insufflation was rapid and continued, however, the total duration was likely no more than 5 minutes by the time the customer isolated where co2 was escaping and replaced the cannula seal. An airseal insufflator was in use, so some pneumoperitoneum was able to be maintained. There was no complete loss of vision or inability to control instruments. No intraoperative complications occurred as a result of the issue and there was no injury to the patient. The issue was resolved by exchanging the damaged cannula seal with replacement of another one.